Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause is strip issue.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 200-450mg/dl fasting. Verified the strips expired 11/19/2017. Customer confirms the strips have been properly stored and were first opened 10 days ago. Customer performed a blood test and obtained hi. Reviewed meter memory: 1:hi (B)(6) 2015 01:21:00 am fasting:no. 2:279mg/dl (B)(6) 2015 09:15:00 pm fasting:no. 3:194mg/dl (B)(6) 2015 09:05:00 pm fasting:no. 4:380mg/dl (B)(6) 2015 01:28:00 pm fasting:yes. 5:506mg/dl (B)(6) 2015 05:16:00 pm fasting:no. Customer called 2 weeks prior for same hi result and states she was told she was dehydrated.